Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the cement hardened for 6 min from the start of mixing. So, it was difficult to push out the cement from the tip of the nozzle of the gun syringe. The cement was continued insert into the canal, but it hardened quickly. So, the surgeon removed the cement from the canal and used another cement and mixing system. There was about 1 hour delay of the operation. The cement was stored in the refrigerator for about a few days in 10c before use. The cement was taken out from the refrigerator 3 min before mixing. The temp of op room was 24c. All the monomer and polymer were used. Antibiotic (panmycin 100mg) was used. The cement and mixing system (biomet product were stored in 22c at distribution center.